Event description:
Per dr. "On a revision I-plasty one torp was found to be dislocated and another porp, just into platform, has extruded with the stalk remaining in the ear." Received letter from dr. Dated 02/02 - "enclosed is a hydroxylapatite-flex torp that I removed from a pt in 2002. As you can see, this prosthetic device is dislocated and was responsible for recurrent conductive hearing loss that had been previously corrected."